Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) device was unable to gain telemetry with the remote monitor. A clinician was also unable to interrogate the device with two different programmers. It was determined that an electrical reset had occurred. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.